Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted there was a perforation. The filter was noted to have migrated. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted there was a perforation. The filter was noted to have migrated. No further patient complications were reported. It was further reported that during the implant procedure a greenfield filter carrier was passed through the level down to the level of l3, and deployed. The vena cava appeared to be approximately 2.5cm in diameter. The greenfield filter, carrier, and sleeve were removed. Pressure was held. The patient tolerated the procedure without difficulty and was taken to recovery in satisfactory condition.